Event description:
It was reported that this right ventricular (rv) lead was explanted due to helix mechanism issues. Besides intervention, there were no other adverse patient effects reported. The lead is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed a rs coil fracture near the lead tip and also a rs coil deformity near the lead terminal. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to helix mechanism issues. Besides intervention, there were no other adverse patient effects reported.